Event description:
After the cti ablation was finished the rf catheter was removed when it was realized that the introducer for the device was missing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).